Manufacturer narrative:
Results - bd received samples from the customer facility for investigation. The samples were functionally tested with blood and evaluated and the customer's indicated failure mode for poor serum sample with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion - complaint confirmed. However, bd was not able to determine a definite root cause.

Event description:
It was reported that bd vacutainer¿ venous blood collection tubes are not spinning down all the way and the serum is not properly separating. No injury or medical intervention reported.